Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt was burned by the head of a handpiece.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's tongue was burned by the head of a handpiece. The pt was not given any medication or ointment, it healed by itself. During product eval, low debris level was found in the handpiece. The head was dented and the back cap button sticks in/rubs on bearings which caused it to heat up the head of the handpiece.